Event description:
Customer reported issues with the insulin pump. Customer states that there is a large crack on their screen which is now difficult to read. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.